Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 500mcg/ml at 405.10mcg/day via an implantable pump. The patient was experiencing fluid build-up in the spinal incision site. The surgeon had drained it multiple times and the surgeon was unable to provide dates for when she drained the pocket in the office. The environmental, external, or patient factors that may have led or contributed to the issue was unable to be determined. The diagnostics and troubleshooting performed was the surgeon performed a dye and motor study. The surgeon was able to remove 2 ml of csf (cerebral spinal fluid)/drug from the catheter access port and was able to flush dye into the catheter through the cap (catheter access port) without issue and dye was noticed in the spine. The motor study was successful as well. The actions and interventions taken to resolve the issue was the surgeon opened up the spinal incision site and noted no visible site of drainage. The catheter appeared to be intact. The surgeon then irrigated the incision with antibiotic solution and closed the incision. The surgeon also stated that the patient doesn¿t have an infection present. The pump was also refilled due to only having 5 ml remaining. It was unknown if the issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-jun-2026, and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.